Event description:
On 6/7/2010, we were notified of a pt death. We have made several attempts since that time and obtained more info regarding this incident; on (B) (6)2010, during a call for resuscitation service, a (B) (6) pt was found under full cardiac arrest. The sscor suction device (s-scort vx-2) was taken into the house for use. When the paramedic attempted to clear the airway, the s-scort vx-2 did not work. The paramedic immediately used the back up manual suction device to clear the airway. After attempted resuscitation, the pt was pronounced dead at the scene. The paramedic stated that the pt had been significantly ill prior to the event with diabetes, hypertension, and pulmonary fibrosis and that the 2310's s-scort vx-2 "did not seem to be a factor" in the pt's death. Further communications with the initial reporter (distributor) and the paramedic revealed that this device which was produced in early 2007 had only recently been delivered to the end user as new, installed in an ambulance.

Manufacturer narrative:
Device evaluation summary: we received the device involved in this incident on (B) (6)2010, and performed a device failure investigation. The battery was removed from the device and put on the cadex battery analyzer in order to check the capacity of the battery. The cadex battery analyzer did not recognize the battery indicating a dead battery condition. We installed a new battery into the suction device in order to determine whether the device failure is related to the battery and/or any other component. We conducted two (2) consecutive performance tests and the device with the new battery installed passed the finished product performance test in both runs. We also checked other components such as the pc board and pump, an all other components were working to specification. We have reviewed the device history record of the device (B) (4) involved in this incident. The review indicated the device passed the finished product performance tests. As stated, the device was manufactured in january of 2007 and shipped to the ambulance builder on 01/16/2007. This device was installed in an ambulance and recently delivered to the end user by the ambulance builder. We believe the battery had not been charged during this 3.5 year period, and the lack of charge resulted in a self-discharge to the point the battery was unusable. The results of our device failure investigation are consistent with this conclusion. The device involved in this incident is a battery operated suction device and needs to be kept on continuous charge as stated in the product manual. In addition, we have begun to label the shipping carton indicating the carton contains a device with a rechargeable battery and urges the customer to re-charge the battery every 6 months from the date of manufacture if the product has not been put service prior to that time.